Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging from 50-70 mg/dl. Customer consumed carbohydrates to address bg. Customer alleged that low bg was due to "insulin absorption issues." Recommendation was made to consult with a healthcare provider to discuss diabetes management.